Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-15572, 1627487-2014-15574. The patient has 2 model 3163 leads (from the same lot) implanted as part of her scs system. It was reported the patient has experienced ineffective stimulation since her scs system was implanted. Also, the patient experiences overstimulation in her abdomen while sleeping. The patient is currently considering having her scs system explanted.